Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-11-2017 with the following findings: the ok, up and down arrow buttons were under responsive. The keypad was removed and contamination was found on the button contacts. Unrelated to the original complaint, the battery compartment was cracked with moisture visible inside. The leak test failed due to the crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. Customer service made multiple attempts to contact the reporter for more information without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.